Event description:
A neuwave medical ablation probe was used during a liver resection. The surgeon stated one probe was not working as well as the other. After approximately 10 minutes of use, the probe was removed. It was then noted the tip of the probe appeared to be broke off and was shorter than the second probe being used. A neuwave was in the operating room at the time.